Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that capsular damage was observed during surgery. The damage was noticed during the irrigation/aspiration phase, after the lens had been inserted. The surgeon removed the lens via incision enlargement and completed the surgery by implanting a sulcus lens. A vitrectomy was also performed for the vitreous loss. Sutures were required in order to complete the surgery. This report is for the lens.

Manufacturer narrative:
The lens was not available for evaluation; only the lens box was received. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause of the reported event could not be determined.

Event description:
The surgeon specified that while inserting the lens, it seemed to "almost shoot out at the end, rupturing the capsule." An anterior vitrectomy was performed and a three-piece iol was placed in the sulcus. The two sutures used to close the wound caused some corneal astigmatism. No infection was noted after surgery. The surgeon mentioned that the last suture was recently removed to decrease the astigmatism and that he would check the patient refraction in 2-3 weeks.